Event description:
The rv was explanted due to noise that had detected vf. This ICD had 3 aborted charges. The atrial lead was damaged during extraction. The ICD was explanted to prevent a new surgery in the near future. Also, it was noted the patient had a small tear of the atrial wall near the proximal coil and needed open heart intervention for repair. The patient is now doing well and no other adverse patient events were reported.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.